Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that serter was not releasing infusion set into customer's body. Customer's blood glucose was 420 mg/dl. Caller was educated on porper serter usage, but issue was not resolved. Caller was advised that serter would be replaced.